Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began at an unspecified time on (B)(6) 2014. The patient manages her diabetes with oral medication (unknown type) and insulin (unknown type and dosage). At an unspecified time on (B)(6) 2014, the patient stated she retested her blood glucose on another device and obtained results of ¿180, 59 mg/dl.¿ the patient denied taking any action in regards to her normal diabetes management as a result of the alleged issue. One day after the alleged issue occurred, the patient claimed she developed symptoms of ¿dizziness and sweaty.¿ the patient self-treated with food and/or drink in response to those symptoms. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.